Event description:
It was reported that testing was carried out which showed 8 electrode channels with status 'hi'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.